Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during pump prep the controller from the implant kit had a defective red driveline release button. The red button fell out of the controller. A backup controller was taken from the hospitals inventory shelf.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the driveline release button falling off the controller was confirmed via the submitted photo as well as analysis of the returned controller. The heartmate 3 system controller was returned to abbott laboratory with a detached red driveline release button and a log file was downloaded. The downloaded log file from the returned controller and contained data approximately 6 seconds on 09nov2020 (11:00:23 ¿ 11:00:29 per the timestamp). There were no notable atypical alarms active in the log file. Additionally, the system controller was functionally tested and passed all steps without issue, despite the detached button. The driveline was able to be inserted and removed without issue. The controller operated on a mock test loop for an extended period of time without issue. A manufacturing task was created to further investigate the issue of the button becoming detached. The supplier was notified of this issue via an external corrective action request (ecar). No additional actions are required. The root cause for the reported event was determined to be related to the supplied part. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial# (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use (IFU) section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook and heartmate iii IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.